Manufacturer narrative:
This complaint was reported to the manufacturer (vygon (B)(4)) on february 13, 2016 with very little information save few incident details and an incomplete product code. The manufacturer decided to delay the reporting of this incident to FDA until additional information was available. The subsidiary (vygon (B)(4)) was asked to attain more information for the investigation, but after more than a month no additional information was given. This complaint cannot be confirmed as no faulty sample nor further information was obtained from the (B)(4). The code no. Involved is unknown, as the details of this incident are. This is the first complaint for a ruptured leaderflex within the last 5 years. As each catheter is leak-and flow-tested before packaging, a manufacturing defect seems to be unlikely. Update: after having closed the complaint, we learned from the customer, that two nurses stated that the anaesthetist on duty thought that he had to remove a catheter of 8 cm length. As they have two different types of catheters used in the IV suites (4 cm and 8 cm) and they did not find any catheter residues in the patient's arm, it seems as if a 4 cm catheter was placed. This is the first complaint for a ruptured leaderflex within the last 5 years. As each catheter is leak-and flow-tested before packaging, a manufacturing defect seems to be unlikely.

Event description:
Midline came apart leaving part of line in patient. Update 12.04.2016: anaesthetist on duty thought a 8 cm catheter was used, but two nurses stated a 4 cm catheter might also have been used.

Manufacturer narrative:
This complaint was reported to the manufacturer (vygon (B)(4)) on february 13, 2016 with very little information save few incident details and an incomplete product code. The manufacturer decided to delay the reporting of this incident to FDA until additional information was available. The subsidiary (vygon (B)(4)) was asked to attain more information for the investigation, but after more than a month no additional information was given. This complaint cannot be confirmed as no faulty sample nor further information was obtained from the (B)(4). The code no. Involved is unknown, as the details of this incident are. This is the first complaint for a ruptured leaderflex within the last 5 years. As each catheter is leak-and flow-tested before packaging, a manufacturing defect seems to be unlikely.

Event description:
Midline came apart leaving part of line in patient.